Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with extensive right lower extremity and pelvic deep venous thrombosis was scheduled for inferior vena cava (ivc) filter placement. The left common iliac vein was accessed and a catheter was placed in the external iliac vein. Contrast was injected which demonstrated a clot extending from the right common iliac vein up alongside the inferior vena cava for approximately 4 cm. The catheter was advanced past the clot and contrast was injected in the upper inferior vena cava. The renal veins were identified at the l1 transverse process. An ivc filter was placed with the apex at the level of the renal veins. Completion imaging demonstrated excellent positioning and centering of the filter. Approximately ten years four months post filter deployment, CT of the abdomen and pelvis demonstrated filter limbs extending beyond the wall of the inferior vena cava as well as a detached filter limb in the inferior aspect of the middle hepatic vein which did not appear to be occlusive. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a vena cava filter was deployed after diagnosis of deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, allegedly a filter limb detached and was retained in the inferior aspect of the middle hepatic vein with no attempted retrieval attempt, strut(s) perforated into organs, the filter tilted and embedded in the caval wall, and was unable to be retrieved; however, there were no attempted filter retrieval attempts. Based on a review of the medical records received, the patient with extensive right lower extremity and pelvic deep venous thrombosis had an vena cava filter deployed. Approximately ten years four months post filter deployment, CT scan demonstrated filter limbs extending beyond the caval wall with a detached limb in the inferior aspect of the middle hepatic vein which did not appear to be occlusive. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with extensive right lower extremity and pelvic deep venous thrombosis was scheduled for inferior vena cava (ivc) filter placement. The left common iliac vein was accessed and a catheter was placed in the external iliac vein. Contrast was injected which demonstrated a clot extending from the right common iliac vein up alongside the inferior vena cava for approximately 4 cm. The catheter was advanced past the clot and contrast was injected in the upper inferior vena cava. The renal veins were identified at the l1 transverse process. An ivc filter was placed with the apex at the level of the renal veins. Completion imaging demonstrated excellent positioning and centering of the filter. Approximately ten years four months post filter deployment, CT of the abdomen and pelvis demonstrated filter limbs extending beyond the wall of the inferior vena cava as well as a detached filter limb in the inferior aspect of the middle hepatic vein which did not appear to be occlusive. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately ten years four months post filter deployment, CT of the abdomen and pelvis demonstrated filter limbs extending beyond the wall of the inferior vena cava as well as a detached filter limb in the inferior aspect of the middle hepatic vein which did not appear to be occlusive. Therefore, based on the provided medical records the investigation can be confirmed for perforation of the ivc wall and filter limb detachment. The investigation is inconclusive for the alleged tilted filter based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall recovery filter removal do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall.

Event description:
It was reported a vena cava filter was deployed after diagnosis of deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, allegedly a filter limb detached and was retained in the inferior aspect of the middle hepatic vein with no attempted retrieval attempt, strut(s) perforated into organs, the filter tilted and embedded in the caval wall, and was unable to be retrieved; however, there were no attempted filter retrieval attempts. Based on a review of the medical records received, the patient with extensive right lower extremity and pelvic deep venous thrombosis had an vena cava filter deployed. Approximately ten years four months post filter deployment, CT scan demonstrated filter limbs extending beyond the caval wall with a detached limb in the inferior aspect of the middle hepatic vein which did not appear to be occlusive. No additional information was provided in the medical records received.